Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported a blood glucose of 586 mg/dl while using the ilet device. The device alerted to the high glucose, which persisted for over 90 minutes. The user remained on ilet therapy, and blood glucose was eventually correctable.